Event description:
The customer called to reported that this sensor glucose readings are very different from his blood glucose readings. Troubleshooting was performed and found that the customer was not calibrating property. The customer also stated that he lost consciousness and was in an accident while driving, due to inaccurate sensor glucose readings. The customer stated that prior to driving, his blood glucose reading was low, but his sensor glucose reading was within range. The customer decided no to treat his blood glucose prior to driving. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see MFR report number 2032227-2009-02276 for notes of the event under the insulin pump.